Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This kit contains a cannula with subglottic suction which was issued to the lot as per the requirements in the custom move order pick list. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the returned sample was received in used conditions without its original packaging. Customer's reported issue was not confirmed. This kit does contain a cannula with subglottic suction. The instructions for use which is packaged with the kit also detail that the kit contains a cannula with subglottic suction. The root cause of the reported issue was not determined. The correct cannula was included in the kit. Actions taken to mitigate the reported. No corrective action was taken. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that sets contained the wrong tracheostomy tube. No patient injury reported.